Manufacturer narrative:
No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported the disposable caused the pump to alarm on both pumps high pressure and no disposable randomly the past couple of days. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.